Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: " 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <> 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope was having problems with the air/water flow system. The issue was found during regular device inspection. Inspection and testing of the returned device found foreign materials in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additionally, the device evaluation found the angulation wires were worn, the adhesive on the protective coating of the bending portion of the device was chipped, cracked, and cloudy, the protector of the universal cord was scratched, the adhesive around the objective lens was cloudy, the adhesive around the light guide lens was cloudy, the camera cover was scratched, and the connecting tube had a scratch. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown, when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and there were no abnormalities with the accessories used for reprocessing. The instrument channel was wiped or brushed with gauze, a brush, or a sponge. Detergent was sent to the air/water nozzle successfully. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.